Event description:
Reportedly, the patient was undergoing an magnetic resonance spine study while under general anesthesia. An anesthesiologist had placed an esophageal temperature probe in the patient. The patient was in the magnetic resonance for 1.5 hours of which 65 minutes was actual scan time. Allegedly, due to the radio frequency energy created during magnetic resonance scanning, the leads of the esophageal temperature probe became hot and as a result the patient received 2nd degree burns to the right chest wall and inside of the right arm, which corresponded to the area of the body where the esophageal probe leads contacted the patient. Reportedly, no malfunction of the magnetic resonance system had occurred and it was found to be functioning properly. It is unknown at this time if the esophageal temperature probe was approved by the hospital for magnetic resonance use.